Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event date.

Event description:
Related manufacturer reference number: 1627487-2023-01407 and 1627487-2023-01408. It was reported that system diagnostics recorded high impedance and as a result was experiencing ineffective therapy. The patient had fractured and migrated leads which was confirmed through imaging. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.